Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00449 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 according to the complainant, during the procedure the physician was unable to make a cut with the autotome rx sphincterotome. A second tome was used and failed in a similar manner. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00449 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 according to the complainant, during the procedure the physician was unable to make a cut with the autotome rx sphincterotome. A second tome was used and failed in a similar manner. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 7mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. The condition of the returned incident device was consistent with the complaint that the device cut wire would not cut; the hindered bowing functionality could have contributed to the inability to perform a cut. The most probable root cause is likely due to the procedural factors and/or generator settings used during the event. The device history record was reviewed and found to met all manufacturing specifications.